Manufacturer narrative:
The incident appears to be the result of incorrectly choosing the size of the catheter for the patient. There is a caution in the IFU which states that "incorrect sizing can result in vascular damage and inadequate flow performance". The photo sent by physician indicates that there is a close fit between the catheter and the vein at the time of removal. The catheter was used in an off label way for some period of time (used as dual drainage instead of drainage and reinfusion). Although we are unable to determine if this had any effect as the cannula was not returned for investigation. Review of the manufacturing records (lot 090944423385 or lot 090736121721) and inspection data show that the catheter met specification for dimensions and all functional testing.

Event description:
A 31 fr elite bi-caval cannula was placed into the jugular vein. The cannula was positioned using tee and was located correctly. The product had good glow. Cat scan showed the tip in the vena cava. The product performed well for 4 days and then it is believed that there was a venocaval obstruction. The patient experienced swelling and had a sudden change in output. The location of the cannula was checked and it was determined that the tip was now in the right atrium. A new femoral venous line was inserted for inflow and the patient was converted to va ECMO and the bicaval was used for drainage on both sides. The catheter was difficult to remove. When removed, a 6 to 8 cm section of the intima of the vein that was attached to the cannula. The jugular vein was surgically repaired.